Event description:
An attorney reported a toxic substance entered the client's left eye during multifocal lens implant surgery and she experienced blurred vision, corneal edema, a fixed dilated pupil and iris atrophy following the procedure. It was reported the client was treated with medications and corneal transplant. The attorney reports his client has permanent damage. Partial medical records were received. The toxic substance was not identified.

Manufacturer narrative:
Additional information was requested on 01/24/2008 by fax and by mail and on 01/25/2008 by phone. The device remains implanted. Sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. Product history record and batch 052306 records were reviewed lens met release criteria. There are no other reports in the lot. This report was mailed to FDA on: 02/15/2008.